Event description:
It was reported that while in the cath lab the rn opened the intra-aortic balloon (iab) kit to find that the iab was not wrapped correctly. As a result, the iab did not fit through the introducer which was inserted into the pts' femoral artery. Another iab was used without difficulty. Iab therapy was not delayed or interrupted. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.